Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A high reading issue was reported with the adc (abbott diabetes care) device. A customer received unspecified higher sensor scan results and it is unknown whether the customer noted a trend arrow on the device. The customer experienced feeling unwell and self-treated by eating something (unspecified). There was no report of death or permanent impairment associated with this event.